Event description:
This is report 1 of 2 for the same event. It was reported that during an unspecified surgical procedure, the motor device would not lock the angle attachment device when used together. It was reported that there was no delay due to the event as an identical spare motor device was available for use. There were no reports of injuries, medical intervention, or prolonged hospitalization. The reporter stated that the event occurred in (B)(6) 2015; however, the exact day of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the motor device would not lock the attachment device was confirmed. An assessment was performed on the device which found that a nose pin was missing preventing the attachment from locking in. It was determined that this was is due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.